Event description:
It was reported that on a stored high-rate non-sustained episode, since was present on both the atrial and ventricular channels which was suspected to be oversensing due to electromagnetic interference. No source of the electromagnetic interference was identified. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.